Manufacturer narrative:
The sample was not returned. The investigation remains in process. A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported that the pt developed a skin reaction to the catheter, which was placed suprapubically. The rash was under the catheter, tracking across the abdomen and down the leg. When the catheter was repositioned, the reaction appeared again under the new position. The pt was treated with a barrier cream and switched to a silicone catheter, which caused no reaction.